Event description:
It was reported that the early replacement indicator was displayed after approximately three years since being implanted. The patient was not a high energy user. The physician assessed that the battery depleted earlier than expected and suspected there may be a problem with the ipg. The patient underwent an ipg replacement procedure. The ipg will be returned for analysis.

Manufacturer narrative:
The reported elective replacement indicator state was confirmed. The message will appear when the non-rechargeable device battery approaches below 2.65 volt. The device was in service for 1169 days with an energy use index range which is within the expected range per the direction for use. Lab analysis of the device did not reveal any anomalies. No other anomalies were identified. Therefore, the probable cause selected is no problem detected.

Event description:
It was reported that the early replacement indicator was displayed after approximately three years since being implanted. The patient was not a high energy user. The physician assessed that the battery depleted earlier than expected and suspected there may be a problem with the ipg. The patient underwent an ipg replacement procedure. The ipg will be returned for analysis. Additional information was received that the patient was doing fine post-operatively.